Event description:
It was reported that the lead exhibited increased thresholds, loss of capture at 7.0 v and decreased impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.